Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart alarm error test, and the displacement test but the compromised force sensor system alarmed during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33, and the excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the customer was on a trip and ran out of supplies so she switched to insulin shots and when she got home she tried to use the insulin pump but during priming the insulin pump would alarm a compromised force sensor. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was returned for analysis.